Event description:
The facility reported multiple colleague pumps of unknown shutdown after 1 or more deep battery discharges. The event was reported to have occurred during use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The pumps have not been made available for evaluation and the facility has requested that no contact be made with the reported information, until further notice.

Manufacturer narrative:
The facility reported this problem on multiple colleague infusion pumps. No specific serial numbers were provided and no pumps are being sent to baxter for evaluation. If any additional information becomes available, a follow-up medwatch will be submitted.